Event description:
Report received of the pump not delivering unless the bolus cord was jiggled. It was reported that the pump was returned from clinical service with an unsigned note stating that the pump will not deliver medication unless the cord is jigged. There was no tracking info (nurse, pt, location) available. There was no reported adverse event with a pt. It was reported that the pump maintains delivery within the set parameters. Though requested, there was no further info available.